Event description:
The customer reported during periodic maintenance the ventilator alerted machine pressure sensor autozero failed. No patient involvement. The customer spoke with a remote service engineer (rse). They discussed troubleshooting per the service guide. The rse provided part number for: solenoid valve (purge, autozero, crossover), gas delivery system (gds), and data acquisition (da) printed circuit board assembly (pcba). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 07/19/2022, 08/15/2022 and 10/01/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.